Event description:
It was reported that while the patient was having an unrelated back surgery, the catheter was cut. The drug was removed and the anchor was left intact. The catheter was revised and the distal portion of the catheter was added back in. The pump was going to be refilled with drug. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).